Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 had been malfunctioning and could not be recovered. A field service engineer (fse) was able to reapply carbon conductor grease and tighten the wire harness connectors for doors 2, 3, and 4 on the medication tower. The customer was able to log into the user application and successfully recover the storage space. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1, latch issues. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and were able to get medications from another station. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.